Event description:
It was reported that the customer experienced high blood glucose levels and had issues with the insulin pump. The blood glucose reading was 525 mg/dl, which was treated with a manual injection due to not trusting the insulin pump for the correction. No further details were provided. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, displacement test, basic occlusion test, excessive no delivery alarm test, prime test and occlusion test. The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, a cracked case at the reservoir tube corners, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker.